Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the system displayed a communication failed error message. The error message will likely result in a system shut down or lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.